Manufacturer narrative:
(B)(6). Concomitant medical products: unknown acg knee bearing cat#:unk, lot#: unk; unknown acg knee femoral cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-11229-1, 0001825034-2017-11229, 0001825034 - 2018 - 00448, 0001825034 - 2018 - 00447. Product location is unknown.

Event description:
It was reported the patient underwent revision procedure after total knee arthroplasty due to unknown reasons. During the procedure, the surgeon noted the femoral component appeared to have scratches on it. All components removed and replaced with competitor product. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates prominent areas of peroprosthetic lucencies seen inferior to the medial and lateral tibial plate. Also suspected periprosthetic lucencies surrounding the lateral and superior femoral component. Varus angulation of the knee noted with metal on metal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.